Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic non-dependent patient presented for device change-out due to normal eri, externalized conductors were observed on the rv lead. Patient was re-scheduled for device and lead replacement procedure. A slightly elevated but within normal range capture threshold was also noted. Lead was explanted and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 12.2 -14.1 cm, 38.5 -38.6 cm and 41.7 -41.9 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. External insulation abrasion was noted at 48.7 ¿ 49.0 cm from the distal tip consistent with friction to the device can. The etfe coating was intact at these locations. External insulation abrasion breaching the outer insulation and exposing the re coil was noted at 7.8 - 8.0 cm from the connector pin consistent friction to the device can. This is consistent with the observation from the field of unacceptable threshold.